Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was static and inaccurate. Additionally, it was reported that resistance was experienced during the fill process. There was no reported adverse impact. Reportedly, the issue resolved and the customer successfully filled the cartridge and resumed insulin delivery